Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 95 mg/dl (performa ii) system 1 and 180 mg/dl (mobile) system 2. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in france while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).